Event description:
A malfunction was reported on the pump without any notable events occurring beforehand. It was unknown whether the issue caused any adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted in resetting it, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.